Event description:
The doctor stated, that the pt received a medpor nasal implant in a rhinoplasty surgery. The doctor stated, that several weeks after placing the implant, the pt presented with simple extrusion and signs of local inflammation. The doctor stated, that he plans to remove the implant.

Manufacturer narrative:
We did not receive lot number info on the implant to perform a check of the device history info. The doctor has not responded to inquiries about the removal of the implant.